Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace insert involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations was able to confirm the customer reported complaint. Fa found the primary failure of the broken blade to be related to the customer reported complaint. The harmonic ace insert was found to have a broken blade. The blade broke at roughly 0.303¿ from the base. The broken piece was not returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause of this failure is typically attributed to mishandling/misuse. A review of the procedure log with the information provided resulted in no additional information. In addition, the device information cannot be verified through the system log review as there are no logs available for si harmonic ace inserts. A review of the submitted image was performed by an isi regulatory post market surveillance (rpms) analyst. The following additional information was provided: the image shows the instrument tip with no obvious damage. This complaint is being reported due to the following conclusion: fa acknowledges that a fragment was missing from a portion of the device. Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system displayed a recognition error and a message reminding the user to tighten components during use of the harmonic ace instrument. Troubleshooting was performed by replacing to the backup and this resolved the issue. Following this, the user continued the procedure with no further issue reported. No fragment fell into the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the returned product. However, as of the date of this report, no additional information has been provided.